Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Reportedly, the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of above 700 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6)2026 with no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.